Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) replaced the latch inseparable on main drawer 3 due to the magnet falling out. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a full height drawer 3 failure. Drawer failed to close, customer tried external pressure to close but still failed. And either cannot be opened; this drawer contains sedatives in it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.